Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one instrument. Golden cylinder attachment to shaft was completely broken. Only the articulation rod was holding the golden cylinder\fingers. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use due to applying excessive stress over the clevis. The plastic clevis was broken from the pin hole; which is consistent with the use of excessive force during the procedure, thus causing the clevis to break and along with attachment to the golden cylinder. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incid ent. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the user lifted the kidney with this device, there was a feeling that the device was broken. When observing the shaft, it was confirmed that the clevis was falling. All fragments were retrieved by forceps. No injury.